Event description:
One (1) cn is not spraying as fine stream and the other can is not spraying very well at all. Nearly full can; lot 8095, exp: 12/01/2016, does not spray fine stream. Second can: about 1/2 empty lot 8094, exp: 11/01/2016, does not spray.